Manufacturer narrative:
The reported condition of, "internal error - no code, keeping alarming during occlusion test" was confirmed and reproduced after the pump started to infuse during testing. The condition is due to a malfunctioning motor. The motor was replaced to correct the condition. A follow-up will be submitted if any additional information is received. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device has not been serviced by baxter prior to this event. No exception were noted during the manufacturing of this device. (B)(4).

Event description:
The facility representative reported an infusor pump with a condition of "internal error - no code, keeping alarming during occlusion test". This condition occurred during testing. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.